Manufacturer narrative:
Additional info has been requested. Manufacture site and manufacture date could not be determined without a lot number. Could not be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Attorney advised, a pt fell at work and fractured his left upper arm. Unk plate and screws were implanted. Pt experienced post op pain. Subsequent visit to the surgeon with films show 1 screw broken and 1 screw loosened/backed out. Surgeon elected to immobilize the arm to try to promote healing without surgery and also use electrical stimulation to foster bone growth. There was a continuance of the instability and the healing was unsatisfactory. Pt was revised with removal of hardware and implantation of possible larger hardware. This is the report #2 of 2 on the same event.